Event description:
The customer stated that she opened a new carton of test strips that contained 2 bottles, and the cap on one of the bottles was open. The customer did not allege any adverse events. The test strips are to be returned for evaluation as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.